Event description:
(B)(4) is the initial importer of the device which is a shower bench. We are filing this 3500a to correct misinformation included in mw5077288 voluntarily filed by the end-user. Mw5077288 listed (B)(4) as the manufacturer. This is incorrect. As stated above drive (B)(4) is the initial importer of this device.. Mw5077288's description of the incident clearly notes that no injury was sustained in the event. However the end-user designated the event as: the event type is listed as serious injury, adverse event, and the event outcome is life threatening, permanent damage, required intervention and other serious medical event. Please note that this is a product issues not reportable as an adverse event. A shower chair broke however no injury was sustained.